Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the snare was not transmitting current, making the snare loop unable to cut the tissue. It was also noted after the procedure that the cautery pin was bent. Another captiflex medium oval snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the handle cannula bent, and a kink near the handle was also noted. The complaint that the snare failed to cut and transmit current could not be verified, since functional inspection could not be performed because of the bent handle cannula. The complaint that the cautery pin was bent was also not confirmed. Manipulation of the device during the procedure could have caused the kink in the catheter near the handle. When the handle is actuated against a kinked catheter, a bent handle cannula can eventually result. Therefore, the most probable root cause of the identified failures is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the snare was not transmitting current, making the snare loop unable to cut the tissue. It was also noted after the procedure that the cautery pin was bent. Another captiflex medium oval snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.